Event description:
Additional information was received from the patient (pt). Pt reports factors or circumstances that may have contributed to the implantable neurostimulator (ins) charge not lasting as long were "I have adjusted the settings up to be able to even just notice any help with the pain". Pt reports that when they met with their health care provider (hcp) they discussed how implant battery depletion is directly related to stimulation usage, which patient states "I acknowledged made sense", although patient states that "as for how long it takes to charge, it's hit or miss. When I charged it a day or so ago, it worked fine, but when I charged it this morning, it took about 4.5 hours and completely emptied the charge of the remote when most times when it works there's 40-50% left in the charger." Pt reports their concerns over long recharge times and how often they have to recharge are "not completely" resolved. Pt reports "as for how long the charge lasts, I'll buy that it discharges quicker with the settings higher. But as to why 1 time it charges in 1.5 hours and still has 40-50% left in the remote and the next time it takes 4-5 hours and completely drains the remote.".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). They reported that for the past 6-8 months they have been having issues with recharging their implant. Caller stated that it will take 4 hours to charge the implant to 70% and it doesn't even last a day.  Caller noted they had increased the settings at one time to where it was higher on all of the programs, but they noticed they were recharging more often and lowered each program back down 3-4 steps. Agent reviewed implant battery depletion is directly related to stimulation usage.  Caller added that when the implant was new they could charge it for an hour and it would be 100% but now it takes forever.  Caller added that when the implant was new they could charge it for an hour and it would last 1.5 to 2 days, but now they have to recharge it every day.  Caller noted that yesterday they started charging at 3am because they noticed they were hurting, and when they checked the battery and it was empty. Caller left it on there until 7: 30 this morning and it got to 70%, but the controller battery was down from 100% to 30%. Caller noted they always keep it on excellent recharging or reposition it if the light goes yellow.  . Agent had caller examine the equipment for damage; caller noted no visible damage. Caller initiated a recharging session with excellent recharging and noted the controller was 100% and the implant was 50%. Agent walked caller through checking the recharging speed; caller noted the speed was set to 2. Agent reviewed recharging speed and had caller set it to 4. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. Caller mentioned they have an appointment with their healthcare provider on the 24th.     Agent recommended caller follow up with their healthcare provider for reprogramming.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.